Event description:
During a cataract extraction procdure, a wire was found to be broken in the handle of this phacoemulsification handpiece and could not be used. Another handpiece was used for the procedure.